Event description:
It was reported that the patient experienced a semi-rigid spectra penile prosthesis device. The device was replaced with an inflatable penile prosthesis (ipp). A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.